Event description:
A (B)(6) year of women suffered out of hospital cardiac arrest due to an st-elevation myocardial infarction. Complicated by permanent third-degree av-block. The patient underwent therapeutic hypothermia for 24 hours with a zoll® thermogard xp via a solex 7® (9.3french, length 20 cm) catheter. Due to recurring av-block a dual chamber pacemaker was implanted when temporary pacemaker was pulled the right atrial lead was also extracted due to the atrial lead being fed through the mesh of the cooling catheter on implantation. The right atrial lead was revised the following day. There were no perceivable subsequent adverse effects to the patient. Special attention needs to be payed when implanting permanent pacemakes in patients with indwelling cooling catheters since the leads can be fed through the cooling loops. FDA safety report ID # (B)(4).